Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing confirmed the reported issue. The rep adjusted the door switch and invalidated / rehomed the gantry. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the software did not recognize that the door was opened despite the gantry door being closed. O2 operation had to be aborted. There was no patient impact reported and a delay of less than one hour. First, they tried to open the gantry by hitting the open door, but that would not initiate. They tried hugging the gantry, but that didn't remove the open door warning. They tried to open the door by hitting the yellow button and holding a pendant button, but that didn't work either. They resorted to opening the door using the wrench manually. Once opened, they tried to close the o again to see if that reset any sensors or switches that caused the original issue, but the open door warning was still showing once the gantry closed again without the patient present.